Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique d4evice identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with two days of melanotic stools and one episode of bright red emesis. Upon arrival in the ed the patient was hemodynamically stable, though bp was a little soft in the 90's/60's. Their heart rate was in the 60's. They were asymptomatic. The patient underwent sbe which showed dieulafoy's lesion to gastric fundus status post argon plasma coagulation. Patient was given a blood transfusion.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information reported that on (B)(6) 2019, the patient had hypoxia and had a resting room air sat of 86 percent with improvement to 92 percent on 1l o2 via nasal cannula. A CT was performed on (B)(6) 2019 with ground glass opacities. Consulted pulmonology, but patient did not wish to remain in house to wait to be seen. Ambulatory referral place for pulmonology and c-pap company contacted to adjust settings. The patient was discharged with 1l o2 via nasal cannula. Further information also reported that the patient was admitted for major bleeding on (B)(6) 2019 with a stop date of (B)(6) 2019. The patient¿s aspirin dose was decreased. Types of treatment rendered included hospitalization, changes to medication and blood transfusion. The event reported to have resolved with sequela. No further information was provided.